Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was in the pv with no tortuosity, no calcification and 90% stenosis. The vessel diameter was 2.5mm. Two guide wires were crossed through both the rca and pv. The voyager was delivered toward the lesion and inflated; however, it ruptured at 6 atm; therefore, it was changed to another company's balloon and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contast visible in the inflation lumen and in the balloon. The balloon had loose folds. There was no other damage noted to the balloon catheter. The inflation device used in the procedure was not returned. A new indeflator filled with water was used to pressurize the balloon when fluid leaked from a pinhole in the middle of the balloon, 3 mm proximal to the distal marker band. There were scratches on the balloon, proximal to and along side of the pinhole. Product performance engineering reviewed the incident information and analysis results. Factors that can contribute to balloon rupture may include, but are not limited to, balloon damaged during manufacturing, patient anatomy, lesion calcification, lesion tortuosity, interaction with other devices, insufficient preparation, or exceeding rated burst pressure (rbp). Analysis of the returned device revealed blood and contrast in the inflation lumen, and balloon, suggesting a balloon rupture. The balloon was loosely folded. An attempt to inflate the balloon was made; however, fluid leaked from a pinhole located in the middle portion of the balloon, which confirms the balloon rupture. Scratches were observed on the balloon proximal to and along side of the pinhole. Scratches located near the pinhole suggest that the outer surface of the balloon may have been mechanically damaged, such that upon the inflation attempt led to the balloon rupture. The scratches could have been a result of manufacturing, handling, interactions with patient anatomy or other devices. A review of the manufacturing records show no units rejected for balloon damage. A definite root cause for the balloon rupture cannot be determined, but it may be related to circumstances during the procedure. The lot history records for this product was reviewed and there are no non-conformances that could have contributed to this complaint. This MDR is considered closed by the product performance group.